Manufacturer narrative:
Testing and investigation found the device touchscreen did not pass the touchscreen test. Further testing found corrosion on the touchscreen due to fluid ingress. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that prior to pt use, the device touchscreen would not calibrate. There was no reports of any adverse patient events, and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.